Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon could not screw tightly the triathlon femoral peg on the hole of peg. Therefore, the surgeon used a spare peg instead of it."